Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A small trace effusion was seen in the four chamber view, but was not measured. The procedure proceeded and a watchman fxd curve access system and watchman flx laa closure device and delivery system were used. The closure device was deployed, but required a recapture since it did not meet the release criteria. There was difficulty in recapturing the closure device, but it was ultimately recaptured and redeployed. The closure device was then successfully implanted. Post procedure the pericardial effusion in the posterior wall became larger and cardiac tamponade developed. A pericardiocentesis was attempted on the patient but the patients hemodynamics continued to fluctuate. The patient was taken to the cardiovascular operating room (cvor) where a pericardial window was opened in the patients chest and the effusion was resolved. The patient is stable.